Manufacturer narrative:
(B)(4). The device was manufactured april 7, 2014 to april 9, 2014. Evaluation summary: the actual device was evaluated for evaluation without fluid in the device. Visual inspection of the device revealed that the tubing had been cut to drain the fluid. A functional flow rate test was performed by filling the device with water. After fill, there was evidence of continuous flow observed at the distal luer. The reported issue was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. This occurred during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.